Manufacturer narrative:
The patient, with a history of neovascular glaucoma due to central retinal vein occlusion and low blood pressure, experienced complications following surgery. Despite multiple viscoelastic fills, the anterior chamber flattened repeatedly, and iop spiked after the tube was tied off. A tube exchange was performed, but the patient remained hypotonic, leading to tube explantation. Months later, iop rose to 45 mmhg, and transscleral cyclophotocoagulation (tcpc) was performed. The patient's iop is now in the teens, though vision potential remains poor. The surgeon does not believe the issue was caused by the tube. The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. No device malfunction could be confirmed.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was requested but not yet returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Reporter described, "suspect tube defect, due to extreme hypotony starting post op day 1".